Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implanted, high out of range high voltage lead impedances (hvli) were observed. After reopening the pocket for further assessment, the lead was reinserted into the header and normal hvli were obtained. The device remains implanted and patient will be monitored normally.